Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been filed. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery, the healthcare professional broke the product into the patient. The product was completely removed. The procedure was an acl which was completed successfully with an available back up device. There was no patient injury, or surgical complication. No other complications were noted.